Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that when the physician tried to flush the sheath, the fluid leaked out of the handle, indicating an issue with the valve. The vizigo sheath was replaced, and the procedure continued. No patient consequences were reported. No section was broken upon visual analysis. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 25-apr-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Also, a bent shaft was observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record review was performed for the finished device 50000071 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).